Event description:
It was reported that there was liquid inside of thebd ultra-fine¿ insulin syringes. The following was received from the initial reporter: consumer left voicemail reporting liquid inside of the syringes. Consumer stated that liquid comes out of the syringes when she depresses the plunger rod.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was liquid inside of thebd ultra-fine¿ insulin syringes. The following was received from the initial reporter: voicemail: consumer left voicemail reporting liquid inside of the syringes. Consumer stated that liquid comes out of the syringes when she depresses the plunger rod.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3030867. All inspection performed per the applicable operations qc specification.